Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4316727. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter shreds. The following information was provided by the initial reporter: catheters dont thread properly and they are shredding. Injuries or adverse event: no.